Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 75-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient had severe vascular disease, but the patient was coding. Decision was made to place impella. After the impella placement, staff could not find a pulse. Attempted to wean pressors with hopes of reducing vaso constriction with no success in ICU. Decision was made to remove the impella several hours later. Once impella was removed, a runoff of the leg was performed and showed no issues with flow at the impella site. Patient expired shortly after explant. No allegations were made towards the impella for cause of death.

Manufacturer narrative:
The investigation into the patient's limb ischemia has been completed. Product was not returned for review. The clinical investigation reads: before placing device physician was aware of the patient having severe peripheral vascular disease. After placement, could not find a pulse. Discussed external bypass. Per physician, he didn¿t think it would work in this case. Attempted to wean pressors with hopes of reducing vaso constriction with no success in ICU. Decision was made to remove impella several hours later. Once impella was removed, a runoff of the leg was performed and showed no issues with flow at the impella site and similar vasculature in the lower leg. Based on clinical description, the root cause of limb ischemia was most likely due to patient condition.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.